Manufacturer narrative:
A ge rep contacted the customer by phone and directed the customer technician to reseat the interconnect cable connectors. System operates as intended.

Event description:
The customer reported the system would not produce an image after taking an exposure. No pt injury was reported.